Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported about a lens stuck in the injector. Additional information was requested and received stating lens stuck in the injector during insertion. There was patient contact but no patient harm. The surgery was completed with back up lens.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The device with the lens was returned loose in a bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced into the nozzle and has overrode the lens. The lens was partially advanced into the nozzle entry area. The trailing haptic was folded onto the anterior optic surface along the left side of the plunger. The leading haptic was straight. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A non-qualified viscoelastic was indicated. The reported complaint of ¿stuck in injector¿ was observed. The lens was stuck in the device due to the observed plunger override. The root cause may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the lens in company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: ¿ due to rapid advancement faster than the IFU recommend rate. ¿ due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).